Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarm was confirmed via the log file review. The system controller event log file spanned approximately 3 days ((B)(6) 2023 per the timestamp). Atypical power cable disconnect alarm intermittently activated from (B)(6) 2023 at 15:05 to (B)(6) 2023 at 09:17 due to fluctuating bus voltage on the power cables not associated with a power source exchange. The alarm resolved shortly after activation and did not affect the controller¿s ability to operate the pump at the set speed limit. The driveline was disconnected on (B)(6) 2023 at 10:56 for a controller exchange. No other notable alarm was observed. The returned hm3 system controller, serial (B)(6), was functionally tested and passed all steps without any issue. The controller operated on a mock circulatory loop for an extended period of time without reproducing any alarms. Per provided information, exchanging the controller resolved the issue. The investigation is unable to conclusively determine a root cause for the power cable disconnect events, however some power cable disconnect events may be addressed by software version 1.7. Software version 1.7 which adds more filtering to the rsoc invalid detection to reduce transient power cable disconnect alarms. Power cable disconnect events can also be the result of an intermittent connection between the battery and clip. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power and power cable disconnect. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient complained a power cable disconnect alarm appeared randomly on the controller. The display screen showed the external cable disconnected. The batteries and battery clips had been exchanged in the patient's previous clinic visit. Log files noted a few odd power cable disconnect alarms while the patient was using batteries. The controller was exchanged and no further abnormal alarms were noted since.